Manufacturer narrative:
(B)(6). This report is for one unknown proximal screw - locking. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a tibial nail and screws on (B)(6) 2016 due to non-union and infection. The patient was implanted with the tibial nail construct (nail and screws) approximately one (1) year ago by a different surgeon at a different facility. During the procedure, the surgeon removed one (1) 13mm tibial nail, one (1) 5.0 mm distal locking screw, and one (1) 5.0 mm proximal locking screw. All hardware was removed intact. Due to the infection, amputation of the leg was required. After the nail and leg were removed, the infection was cleaned out with a reamer-irrigator-aspirator (ria). The procedure was successfully completed with no surgical delay. The patient status was reported as stable. This report is for an unknown proximal screw - locking. This report is 2 of 3 for complaint (B)(4).